Manufacturer narrative:
DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: trend analysis could not be performed as no reference number was available. Compatibility check: the compatibility check could not be performed as no product information was provided. Review of incoming information: it was reported in a journal article that the patient underwent revision surgery of the cls stem due to aseptic loosening after 5.8 years time in vivo. No other documents were provided. Devices analysis: devices analysis could not be performed as the product was not returned for investigation. Possible causes for the reported event according to sap dfmea: septic loosening (stress shielding) -> due to incorrect distribution of load due to design. Aseptic loosening -> due to delamination of ha coating. Loosening of ha particles-> third body wear -> due to ha coating not well fixed on substrate. Loosening of ha particles-> third body wear -> due to micromotion between stem and bone. Loosening of ha particles-> third body wear -> due to impaction of stem during implantation. Infection, septic loosening -> due to unsterile implant due to failure of packaging. Infection, septic loosening -> due to unsterile implant due to failure of sterilization procedure. Septic loosening -> due to secondary infection, comorbidity (patient has an infection in another site of the body). Aseptic loosening -> due to material not biocompatible. Ha debris, osteolysis, aseptic loosening -> due to insufficient compatibility, stability of ha. Irritation, alval, aseptic loosening -> due to incompatible materials. Aseptic loosening -> due to surgeon does not comply to surgical technique (early stability). Aseptic loosening, migration of stem short and long term due to wrong handling of the stem, splitting of femur -> due to surgeon does not comply to surgical technique. Septic loosening -> due to resterilization method as suggested in IFU fails. Comparison to investigation results whether it is possible and justification: not possible -> a systemic issue with design and/or material properties would have been detected within the complaint summary. Possible -> neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received. Possible -> neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received. Possible -> neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant(s) were received; patient factors that may affect the performance of the components such as bone quality, activity level, type of activity and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Cannot be excluded. Possible -> neither x-rays, operative notes, nor devices or photos of the explanted implant(s) were received. Not possible -> no septic loosening reported. Not possible -> no septic loosening reported. Not possible -> the material compatibility specification certifies the suitability of the material indicate that there was no material fault. Not possible -> the material compatibility specification certifies the suitability of the material indicate that there was no material fault. Not possible -> the material compatibility specification certifies the suitability of the material indicate that there was no material fault. Possible -> neither x-rays, operative notes, nor devices or photos of the explanted implant(s) were received. Possible -> neither x-rays, operative notes, nor devices or photos of the explanted implant(s) were received. Not possible -> single use device. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Event description:
It was reported in a medical journal article that the patient was implanted a cls hip stem (exact catalogue number unknown) between 1994 and 1997. The cls stem was revised due to aseptic loosening after 5.8 years time in vivo. (Journal article: m.r. Streit et al.: high survival in young patients using a second generation uncemented total hip replacement, in: international orthopaedics (sicot) (2012) 36:1129-1136).